Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the electric pen drive has low power could not be confirmed. The device was tested and passed all operational specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales consultant reported that during unknown surgery the 05.001.010 (electric pen drive, 60,000rpm) was losing power when burr or saw applied to bone. No harm to patient. There was two minutes delay to get another set. The procedure was completed successfully without any medical intervention required. This is report 1 of 1 for complaint (B)(4). The second reportable part sagittal saw attachment for pen drive related to this complaint has been addressed in complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.